Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was noted that the patient's anatomy was not exceptionally tortuous. During the procedure, while withdrawing a 3maxc from a penumbra system ace 68 reperfusion catheter (ace68) in order to complete the aspiration using only the ace68, the physician experienced resistance. Upon removal, it was noticed that the distal tip of the 3maxc was stretched. The procedure was completed using a new 3maxc and the same ace68. There was no report of an adverse effect to the patient.